Event description:
Spouse reported customer being hospitalized due to high blood glucose levels. Troubleshooting was performed, spouse is concerned pump is not functioning properly, pump is returning for analysis.